Event description:
It was reported that the customer had low blood glucose levels in the 30's mg/dl. Customer was trying to reset her pump. Customer was not able to hear her alarm when she had a low incident. Customer accidentally rewound the pump instead of resetting it. Customer treated with milk. Customer's blood glucose level was 118 mg/dl. Customer has not been eating well because she had a gastric bypass surgery. Customer also had a double knee replacement recently. Customer also has had to correct for some high blood glucose levels in the 300's mg/dl. Customer declined troubleshooting for the weak signal she received, customer stated that she will monitor her blood glucose level at this time. No further assistance needed.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.